Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) and lot number 5265894. However, transmitter with serial number (B)(6) and lot number 5261944 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the data was performed and transmitter failed error for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failure. The reported event of transmitter failed/error/alert is reportable based on transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.